Event description:
It was reported that the during the coil embolization, the coil was repositioned several times and it detached prematurely. The detached coil was removed using the snare device. No clinical consequences were reported to the patient due to the event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. Information available indicated that a part of the loop got out from the lesion and re-coiling had to be performed several times. The additional information states that no damage was noted to the device prior to use and that the device was prepared as per device direction for use(dfu) for this product. However, contrary to this - the additional information states that no continuous flush was maintained which is against the dfu for this product. The dfu states: ¿in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip microcatheter and guiding catheters, and c) the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil¿.lack of continuous flush most likely contributed to the reported event as it is possible that there was some friction encountered between the coil and a microcatheter during the clinical procedure; leading to the coil prematurely detaching. Based on the investigation results, an assignable cause of user error will be assigned

Event description:
It was reported that the during the coil embolization, the coil was repositioned several times and it detached prematurely. The detached coil was removed using the snare device. No clinical consequences were reported to the patient due to the event.